Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with a cerebrovascular accident. The index procedure treated the 90% stenosed, 3.0x14mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.016mm taxus liberte study stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. In 2009, the pt presented with a cerebrovascular accident. No further info is available, but add'l attempts for info have been made.

Manufacturer narrative:
It is indicated that device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.